Event description:
During attempted implant, there was difficulty interrogating the device and an error message was observed. Abbott technical support was contacted and provided recommendations for attempting to interrogate the device. During subsequent attempts, the device could be successfully interrogated. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The field complaints of no inductive telemetry and error message were not confirmed. The device was received from the field with battery voltage above elective replacement indicator level. Analysis performed indicated normal device characteristics and device was successfully able to be interrogated through inductive wand telemetry without error message shown. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.